Manufacturer narrative:
Device evaluation: the device was returned to the manufacturing facility for evaluation. The stent was positioned on the balloon as per specification. A number of struts on the 1st distal stent segment were raised and deformed. No further damage noted. (B)(4). Evaluation, results: calcification, 75% stenosis following pre-dilation. Use of force. Stent damage, failure to deliver the stent. Conclusions: calcification, 75% stenosis following pre-dilation. Use of force.

Event description:
The physician was attempting to implant a 2.5 mm diameter x 30 mm length endeavor sprint rapid exchange (rx) drug-eluting stent to treat a lesion in the cx. The target lesion had some calcification and 80% stenosis. The lesion was pre-dilated once using a 2.0 mm x 15 mm sprinter legend balloon at 12 atm's. Seventy-five percent stenosis remained following pre-dilation. The endeavor sprint device could not pass the lesion and the device was removed. The struts of the stent were noted to be damaged. Force had been used to advance the device to the target lesion. The device had been inspected prior to use with no abnormalities noted. The physician used a 2.5 mm x 30 mm integrity rx stent to treat the target lesion. Patient status post-procedure was stable and no clinical sequelae were reported.